Manufacturer narrative:
The catheter associated with this complaint was not returned for evaluation. Since the device was not returned, an investigation could not be performed and a root cause was related to the leaking luers of the start-up kit (suk). In the case the device is returned, the complaint will be re-opened to perform an investigation.

Event description:
It was reported that customer placed a cool line catheter with the new orange zoll luers in a neuro patient ((B)(6) male patient weighing (B)(6) and 6' 2'' in height) to help maintain normothermia/fever control on (B)(6) 2016. The patient has a medical history of migraines and was diagnosed for non-traumatic intracranial hemorrhage. On (B)(6) 2016, nurse tried to hook the patient back up to the ivtm console after he returned from a procedure and found the orange luer to be hard to connect and then a steady stream of fluid coming from orange luer when it was hooked up. The nurse turned off the console. The clinical specialist confirmed that problem reportedly was occurring with the orange luer. It is unknown if the problem was with luers of catheter or start-up kit (suk). No harm had occurred to the patient. The physician removed the catheter and used cooling blankets to maintain normothermia.